Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had high blood glucose. The customer's blood glucose was 600 mg/dl and 566 mg/dl. The customer's blood glucose went down to 500 mg/dl now it is 528 mg/dl, 537 mg/dl. The customer declined troubleshooting on insulin pump. The customer treated high blood glucose with manual injection and insulin pump. The customer was neither hospitalized nor admitted for high blood glucose. Based on customer report customer does not allege pump was under delivering and drive support cap was normal. The insulin pump will be returned for analysis.